Event description:
Unable to generate an image from the ivus catheter after placement into the patient. Manufacturer response for ivus catheter, ivus catheter (per site reporter), mfg notified by site.